Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The loaner endoscope was received by pentax medical for evaluation on 09-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the customer complaint but documented the following inspection findings: suction tube mild resistance, passed wet leak test, passed dry leak test. The device underwent repairs including the following components: pcb for ccd drive pb-free, electrical connector assy. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 17-aug-2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 02-apr-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 03-apr-2015. The endoscope is awaiting repair and approved by final qc as of 02-sep-2021.